Event description:
The event is reported as: the customer alleges having failed to deflate the endotracheal tube cuff. The issue was detected at the time of the cuff check prior to use. No pt injury.

Manufacturer narrative:
From the picture it was observed that "difficult to inflate/deflate cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document review (fmea) was conducted and no changes were required. Per DHR the product et tube, df, 7.0, lot #01f120163 was mfg on 06/20/2012. The DHR investigation did not show issues related to complaint. From the picture it was observed "difficult ot inflate/deflate cuff", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.